Event description:
It was reported that the pump was not administering the dosage as the patient was experiencing pain. No patient injury was reported.

Manufacturer narrative:
No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 30-jun-2022 via email and attached to complaint object: patient details updated in complaint. Patient seen at ed for uncontrolled pain. Pain management initiated at ed (emergency department). The event has been resolved.